Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio2 meter was reading inaccurately high compared to another device (onetouch verio). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 5 p.m., on (B)(6) 2018. The patient claimed obtaining blood glucose readings of ¿266 mg/dl¿ on the subject meter and ¿244 mg/dl¿ on the other device, performed more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with self-adjusted insulin (leverim, 54 units and novolog, 1 unit) and reported that in response to the alleged issue, they ate some pizza. The patient advised that 3 hours after the alleged issue occurred, they began ¿sweating¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.